Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.

Event description:
It was alleged that the instrument bedside unit went into medium priority alarm when connected to the surgeon console. The alarm could not be recovered. The procedure was carried out with versius surgical system. The unit was connected to a console 90 minutes after the initial connection and left to charge. The unit powered up without an issue. Telemetry records were checked and showed a battery related issue. Fse tested the battery and found battery values to be correct and within the limits of a routine service check. No harm was reported in relation to this event. At the time of this report, no further information has been provided.